Event description:
During the first event, the measured exhaled tidal volume was reading greater than 1000 ml, but was only set to deliver 450ml.during the second event, the measured respiratory rate was reading less than the actual set rate.the alarm defaults indicated no warnings, regarding low respiratory rates and high tidal volumes.